Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a small hematoma was present at the site of the implantable pulse generator (ipg). A pocket revision was therefore carried out. The ipg remains in use. No further patient complications have been reported as a result of this event.